Event description:
Patient reports still having issues with cadd tubing leaking (unknown lot number & expiration date). Patient stated central line bleeds every time it moves and cleaning required daily. Md informed. Reported to (B)(6) by: patient/caregiver.